Event description:
The customer contacted stryker to report that their device stops compressions after 10 seconds. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker depot technician evaluated the device and could not duplicate the issue. The device performed compressions without error. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the issue could not be determined.